Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: distal conductor fractured; full lead received. Brand, sprint quattro secure; implant date is 2003.

Event description:
It was reported that the lead was explanted due to sensing difficulty and an apparent fracture. It was not replaced at this time because of bi-lateral subclavian vein occlusion.